Event description:
Consumer called stating that the head of her barriatric (B)(4) bed allegedly will not lower, intermittently. Deale is allegedly checking out to see if it is an electrical issue. No injury.